Event description:
It was reported that during a case, the bio-console would only run in the back-up battery mode. The unit was changed out with a back-up unit to continue case with no effect to the pt.